Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose value was 5.4 mmol/l. Customer stated that the display did not return after insulin pump restart. Customer stated that insulin pump was dead. The product will not return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded motor home switch and electronic assembly. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.